Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00641 for a description of the other event. It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent system were used during a drainage procedure in the bile duct of a patient. During the procedure, resistance was encounter while advancing the jagwire guidewire into position. The physician attempted to implant a flexima biliary stent system into the bile duct, but it required "big force" and then it was deployed. The system and the jagwire guidewire were removed at which point it was noted the catheter was stretched and the jagwire guidewire had peeled. No fragments of the wire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good. The manufacturer report # of the related complaint was incorrect. The related complaint's manufacturer report # is 3005099803-2010-00622. However, the alleged catheter stretch has been deemed a non-reportable event and manufacturer report # 3005099803-2010-00622 has been cancelled.

Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4). Device disposed.

Manufacturer narrative:
(B)(4).

Event description:
This report pertains to first of two events that occurred during the same procedure. It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent system were used during a drainage procedure in the bile duct of a patient. During the procedure, resistance was encountered while advancing the jagwire guidewire into position. The physician attempted to implant a flexima biliary stent system into the bile duct, but it required "big force" and then it was deployed. The system and the jagwire guidewire were removed at which point it was noted the catheter was stretched and the jagwire guidewire had peeled. No fragments of the wire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.